Manufacturer narrative:
The insulin pump passed the displacement, rewind, basic occlusion, occlusion, prime/a33 and no delivery test. The pump was programmed with multiple boluses and all registered properly in the daily total history and also matched properly with the units left on the status screen noted. No delivery anomaly or history anomaly were noted. The pump was received with scratched lcd window. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer's father reported via phone call of high blood glucose readings from the insulin pump. The customer's blood glucose reading was 600+ mg/dl. The father also stated that the pump alarmed no delivery and motor error. The customer was advised to check if the drive support cap is protruded, loose, sticking out or flushed. The customer reported the drive support cap to be normal. The customer was advised to reinsert the reservoir and run manual prime. The customer stated that insulin did exit. The customer was assisted with the hp test. The customer stated that the test passed. The customer was advised to change the entire set, reservoir and insulin and treat per health care provider's instructions.